Event description:
It was reported in a service report that the head right siderail has broken, timing link assembly and the siderail would not lock in the upper position. No adverse consequences were reported.

Manufacturer narrative:
Result code: timing link.